Event description:
Customer reports one incident of a blood leak on an unknown reuse number at the onset of treatment. Noted by blood leak alarm and visible blood in the dialysate compartment. Confirmed by hemastix. Estimated blood loss 200-250cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.